Manufacturer narrative:
"Vyaire medical file identification: (B)(6). The suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was advised that it is a main board issue and that it should be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the vela ventilator does not sound an alarm when turned off. Furthermore, there was no patient associated with the reported event.